Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08495. It was reported the patient experienced ineffective therapy because both leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the leads.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6)2024 wherein both leads were repositioned to proper position to address the issue. Effective therapy was established post-op.